Event description:
Healthcare professional reported right side seroma and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow biological tissue on the shell is observed on the device. Crease flat is observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side seroma and capsular contracture baker grade unknown. Device has been explanted.